Event description:
The reporter stated that the surgeon was inserting a three piece collamer lens model cq2015 and a trailing haptic tore off. The surgeon cut the lens to remove it without enlarging the incision and a back up lens was inserted. No pt surgery.

Manufacturer narrative:
Evaluation: results - a visual inspection of the returned product shows one haptic is torn off into the optic and is missing. The optic is torn off in half. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation. Conclusions - a multifunctional team investigation complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in mfg, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.